Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient experienced a return of symptoms of increased pain. The pump and replaced pump segment of the catheter were discarded. The spinal segment of the catheter remains implanted and active.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 08-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid 15 mg/ml; 3.0 mg/day via an implantable pump. Indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). The date of the event was approximately (B)(6) 2018. It was reported the patient experienced decreased therapy efficacy. No environmental/external/patient factors may have led or contributed to the issue. In (B)(6) 2018, the hcp attempted to do a catheter access port aspiration but was unable to obtain cerebrospinal fluid (csf) return. The patient was brought to surgery on (B)(6) 2018 to explore the catheter and replace the pump. The pump would likely need to be replaced within the next year due to expected elective replacement indicator (eri). Upon opening the pump pocket, it was discovered that the catheter was kinked by the dacron pouch. The pump segment of the catheter was revised with an 8596sc accessory kit. Csf return was observed to be free flowing following the revision and once connected to the new pump, a catheter access port aspiration was done with good csf return. The issue was resolved and patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.